Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient had a fall around their butt. Since the fall the stimulation stopped working. They feel no stim. They charged the device and increased voltage and still no stim. The patient used the programmer to confirm the ins is on. They are in group a. They don¿t have other groups to try. The patient will follow up with a healthcare provider (hcp). No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that all electrode impedances were greater than 40,000 ohms. The rep changed reference electrodes/all combinations were greater than 40,000 ohms. The patient fell on their buttock at the time of losing stimulation, 2-3 weeks ago. The pocket area was not sore after the fall. The rep was going to send the patient to a doctor for an x-ray of the spine and ins pocket. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the issue was unknown as the patient hadn't seen the physician yet. The patient was encouraged to call the hcp for x-rays and then be referred to a different hcp. The impedance issue has not been resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on april 27, 2020. It was reported that the patient's "stimulator had stopped working", but when asked to clarify the hcp stated they did not know if it was the ins or the patient's external equipment that stopped working. No symptoms were reported. The hcp had no further information. It was reviewed to have the patient contact patient services for troubleshooting and assistance. Additional information was received from the patient on may 13, 2020. They reported that they had spoken with the manufacturer representative (rep) about not feeling stimulation, but due to covid-19, they weren't able to meet with the rep yet. The patient inquired if someone could go to them to check their system. It was reviewed they would need to have their doctor schedule an appointment for a rep to meet with them. Physician listings were sent to the patient since they reported they didn't have a managing physician. The patient reported they didn't know if the fall on their butt caused the loss of stimulation; they just noticed it after the fall. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that x-rays were done, but the patient was just referred back to their primary care physician. No further complications were reported.